Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the device underwent a thorough analysis. Microscopic inspection identified a break in the fiber body at approximately 127 cm from the connector, confirming that laser energy could not reach the working end and verifying the reported complaint. This type of break can inadvertently occur while removing the fiber from its packaging, attaching it to the console, or inserting it into the scope. The saline flow tubing was found detached; it is possible that the customer removed it while troubleshooting, though the exact reason cannot be determined and the tubing was not returned. The fiber tip showed no visible defects. A DHR review confirmed the device met specifications prior to distribution, with no manufacturing issues or additional failures identified. Labeling review found no indication of misuse relative to the IFU, which cautions that excessive manipulation may cause fiber damage. A risk review verified that this event is recognized in the risk documentation and considered in the product risk benefit analysis. Based on the analysis and available information, the interaction between the user and the device likely caused or contributed to the fiber damage observed, and the investigation is concluded as unintended use error.

Event description:
It was reported that this fiber malfunctioned three different times before the physician requested a new one, as it would start blinking and going into standby mode. The procedure was completed using the replacement fiber. The fiber was returned, and analysis identified a fiber body break.